Manufacturer narrative:
The full name of the event site noted is (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and was unable to reproduce the reported issue. The fse tested the iabp circuit, which passed all calibration tests. The fse performed all functional and safety checks to meet factory specifications, which passed. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported during use on a patient, the cs300 intra-aortic balloon pump (iabp) would not "display ap waveform from fiber optic (fo), it had no arterial line, and was unable to zero. The nurse could not zero the transducer. Another iabp was brought in and successfully changed out. The affected iabp was tagged, and taken out of service. No patient harm, serious injury or adverse event was reported.